Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic for a normal device check, increased ventricular threshold was observed. Declined pacing lead impedance and sensing amplitude were also observed. The lead was capped and replaced.